Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2011-05040, 05042, 05043. The patient received her scs system on (B)(6) 2010 with two lead extensions (from different lots). The patient also received two percutaneous leads (from the same lot) and three lead anchors (from the same lot) on (B)(6) 2011. It was reported that she lost stimulation and experienced lead migration. One of the percutaneous leads was tested intra operative and it was found that one of the lead extensions was causing invalid impedance and was replaced. The physician said one of the lead anchors was very difficult to unlock and chose to use a new anchor.

Manufacturer narrative:
Evaluation: results: product was returned complete and passed functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.